Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Correction: this device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis could not confirm the reported event. The interconnect flex and main printed circuit board (pcb) were out of specification, intermittent operation. Also, the ring cover was broken, the ring bail was bent, the ring bail was bent, the upper case was broken, and one control knob was broken. Further analysis was performed on the interconnect flex. This analysis found fretting corrosion at the contact areas of the flex solder pads. Away from the contact area, regions containing lead, carbon and oxygen were also found. Conclusion: this analysis revealed that this is the same fretting corrosion of the flex/connector interface as was observed on devices analyzed previously under the field action for this model.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis could not confirm the reported event. The interconnect flex and main printed circuit board (pcb) were out of specification, intermittent operation. Also, the ring cover was broken, the ring bail was bent, the upper case was broken, and one control knob was broken.

Event description:
It was reported that when the external pulse generator (epg) was programmed to 40 beats per minute (bpm) the device paced at 100 bpm. The nurse told the biomedical department about this situation. The generator has been returned for service. The event occurred prior to being connected to a patient, so there was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.